Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2013 due to patient allegations of pain and loosening of cup. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2013 due to patient allegations of pain and loosening of cup. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Revision operative report noted the presence of osteophytes and no bony ingrowth on the cup. The modular head, taper adapter and acetabular cup were removed and replaced.